Event description:
It was reported that during servicing of the defibrillator, damaged pads were identified. There was no patient involvement; the reported problem was identified during servicing of the device.